Event description:
It was reported that the patient's implantable cardiac monitor exhibited a software-related reset. No intervention was performed, and there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.